Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture / rupture. Future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 450cc mentor memorygel breast implant placed experienced capsular contracture and rupture on an unknown side post procedure. As a result, unilateral explant it planned for (B)(6) 2024. Multiple lot/serial numbers were provided, however, the one belonging to the impacted device could not be clarified. This is reflected in section d.

Manufacturer narrative:
Additional information was received on june 21, 2024. The capsular contracture, originally reported as unilateral, was bilateral. The device, originally thought to be ruptured, was explanted intact. The lot number was clarified to be 9508356. The serial number was clarified to be (B)(6). The capsular contractures were accompanied by ptosis and asymmetry post procedure. The right breast is higher and projecting more than the left. Replacement with mentor gel was performed with explant. The impacted product was received by the failure analysis lab on july 3, 2024. The investigation of the returned device was completed by the failure analysis lab on july 8, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).